Manufacturer narrative:
One opened bl5112 pack from lot v7558 was returned for evaluation. Visual examination found fluid on the lines. A functional test was performed using a stellaris pc system. The collection cassette was captured and recognized. The assembly passed the self vacuum test, primed, irrigated and aspirated as intended. The drip chamber and line did not lose fluid and remained filled during the functional testing. We were unable to reproduce the reported failure. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a health facility in (B)(6) stated that after the calibration of the system and after pressing the irrigation dropper, the irrigation line does not maintain the saline solution and it turns empty. This creates some air bubbles that are introduced into the posterior chamber of the eye. A new pack was used to continue with the surgery. There was no impact or injury to the patient. The patient is fine.